Event description:
The device was returned to a third-party service center for foam replacement per field action: c&r 2021-05/06. The device was not in patient use. During the evaluation of the device, the third-party service center visually inspected the device and found evidence of foam degradation. It was determined that the device was not acceptable for use therefore the device was scrapped. Device also had other type of contamination which was connector oxide. If any additional information is received, a follow up report will be filed.